Event description:
A report was received that the patient would get bad migraines when he increases his stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the migraine was not device related. The patient underwent an explant procedure because the patient no longer needed the device. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-70m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient would get bad migraines when he increases his stimulation. The patient will undergo an explant procedure.